Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an unrelated procedure, insulation damage was noted on the right atrial (ra) lead. As the patient has permanent atrial fibrillation, the physician elected to deactivate the ra lead as it is not used anymore. The patient was in stable condition.